Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported during a bilateral subthalamic nucleus (stn) stage 1 lead implantation, the first microelectrode recording (mer) track provided positive feedback (quality stn signals, tremor cells in the area). The first lead was positioned. Test stimulation, using a test stimulator device, revealed the patient did not receive clear tremor suppression; there were no clear side effects up to 10 volts. A different test stimulator and a different test stimulation cable were used. There was no patient improvement. The lead was moved to a more lateral/posterior position. Another mer track was performed. The first lead was positioned again. Similar test results were obtained. Upon removal of the lead, blood was noticed inside the lead body. A third mer track was performed. A new (second) lead was placed in to the track. The test stimulation was ineffective. A fourth position was attempted. The fourth track did not produce positive test stimulation results. Upon removal of the second lead blood was noticed inside the body of the lead. The blood inside the leads was noted from the tip of the lead up proximally 3 cm. The end of the lead tip looked good, rounded, and intact. The patient had been scheduled for a bilateral case, but after several attempts to get symptom suppression on the first side, the decision was made to end the procedure and try again after further imaging.